Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that defibrillator had an infection. All available information indicates that a revision was performed and the defibrillator along with the right atrial (ra) lead and right ventricular (rv) lead were explanted long time ago. The patient no longer has another device and no longer sees a cardiologist. No additional adverse patient effects were reported.